Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, plp2020, plumepen elite surgical smoke evac pencil, was being used on (B)(6) 2022 during an excision of basal cell carcinoma of left forehead with frozen section procedure and ¿the patient was burned¿. Further assessment found that the "patient was not burnt, left eye brow singed. Device arced from tip to patient". The 60-2450-120, system 2450, 120v will be listed as a concomitant device as there is no allegation against it. No alarms went off from the system 2450. The settings for coag standard were 20 (initial arc) and 10(second arc). Cut and bipolar were set to 0 (verified in biomed after power up). Foot pedal was stored on cart and was not used. The system 2450 was in use for "maybe 20 minutes unsure" before the incident occurred. The procedure was completed without a delay. There was no impact or injury for the patient. There was no medical intervention or extended hospitalization for the patient. Patient was discharged home. As the exact conmed pencil used in this event is unknown, the plp2020, plumepen elite surgical smoke evac pencil was chosen to stand in as the reporting device. This device was chosen by reviewing lapeer regional hospital¿s purchase history. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
One plp2020 was received in unoriginal package and the lot number was not verified. A visual inspection was performed, no abnormalities or defects confirmed. A functional inspection was performed using the argon system 7750 (c8406), the device functioned as intended. However, while activating the cut button on the plumepen elite surgical smoke evac pencil heat was felt. A device history record review cannot not be conducted due to the unavailability of the lot/serial number. A two-year review of complaint history revealed there has been a total of 16 reports, regarding 16 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: inspect instruments and cables for damage prior to each use, especially the insulation of laparoscopic/endoscopic instruments. This may be done visually under magnification or with a high voltage insulation testing device. Insulation failures may result in burns or other injuries to the patient or operator. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, plp2020, plumepen elite surgical smoke evac pencil, was being used on (B)(6) 2022 during an excision of basal cell carcinoma of left forehead with frozen section procedure and ¿the patient was burned¿. Further assessment found that the "patient was not burnt, left eye brow singed. Device arced from tip to patient". The 60-2450-120, system 2450, 120v will be listed as a concomitant device as there is no allegation against it. No alarms went off from the system 2450. The settings for coag standard were 20 (initial arc) and 10(second arc). Cut and bipolar were set to 0 (verified in biomed after power up). Foot pedal was stored on cart and was not used. The system 2450 was in use for "maybe 20 minutes unsure" before the incident occurred. The procedure was completed without a delay. There was no impact or injury for the patient. There was no medical intervention or extended hospitalization for the patient. Patient was discharged home. As the exact conmed pencil used in this event is unknown, the plp2020, plumepen elite surgical smoke evac pencil was chosen to stand in as the reporting device. This device was chosen by reviewing lapeer regional hospital¿s purchase history. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.